Event description:
Patient presented with suspected infection at the chest and neck incision. Prior to the surgery the patient¿s stimulation lead had eroded through the neck incision. Physician brought the patient into the operating room and determined there was no infection at the chest and neck incision. Physician flushed the exposed area and sutured the stimulation lead into place. This resolved the issue.

Event description:
Patient presented back to the physician with stimulation lead exposed. Physician brought the patient into the or, removed the stimulation lead, and left the remaining inspire components.